Event description:
Dealer advised low o2 at 85 percent with light at 2 lpm after about five minutes with no alarm, dealer advised tested at 5 lpm and o2 was fine, rental unit, no injury, dealer could not provide any further information...(B)(4).